Event description:
A customer reported experiencing a low blood glucose (bg) level, with the lowest value recorded at 46 mg/dl. Cause was no known. Reportedly, the customer experienced blurry vision and pain in their arm. The customer treated the bg by consuming carbohydrates. The control-iq feature was active, and despite the customer being disconnected from the pump during the fill tubing step, no excess insulin was administered. Personal profile settings were correctly entered, and a system check was initiated with no further assistance required.